Event description:
It was reported that during a pneumonectomy procedure, the device could not be opened after the 3rd firing. The surgeon had to cut around the device in order to release it from the tissue.